Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling and pacer functional stress testing without duplicating the report. The pace/defib engine board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.